Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 70-200 mg/dl.